Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that prior to the change out procedure for elective replacement indicator (eri), the cardiac resynchronization therapy defibrillator (crt-d) was interrogated found to have recorded high out of range shock impedance measurements over the past few months. During the current pre-change out interrogation the shock impedance measurements were within range. Boston scientific technical services (ts) was consulted and discussed programming options. The crt-d was explanted as planned for reported normal battery depletion and the rv lead remained implanted with the new device. The rv lead was programmed distal coil to can for shock vector. No adverse patient effects were reported.